Manufacturer narrative:
The device in question was returned to the manufacturer on (B)(6) 2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that after changing the co2 bottle, the unit displayed an error notification; 'electronics error'. Multiple attempts were carried out, turning the unit off for a few moments and then powering back on. Error did not clear. A spare imaging stack with endoflator was used to complete the surgery, delay < 30 minutes. Found the following errors in the log: ' electronics error' and 'high input pressure'. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "error message during use" could be confirmed. The most probable root cause is a short circuit of the hd sensor which consequently shows error code 264 and 24c. This is a safety feature of the unit which worked correctly. Because of the failure the customer was not able to restart the unit and use it further.. The event is filed under internal karl storz complaint ID: (B)(4).